Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional b5 narrative: it was reported that the patient experienced urinary urgency, painful micturition and frequent urinary tract infection following surgery. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on 12/18/2006 and tvt was implanted.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2018 due to erosion. No additional information was provided.